Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract when the button was pressed. The following information was provided by the initial reporter: "we had another issue as of yesterday on (B)(6) 23. Last night we had a 20g IV catheter did not retract when the button was pressed. Nobody was injured."

Manufacturer narrative:
Investigation summary : bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract when the button was pressed. The following information was provided by the initial reporter: "we had another issue as of yesterday ,01/12/23. Last night we had a 20g IV catheter did not retract when the button was pressed. Nobody was injured."